Manufacturer narrative:
(B)(4). Visual inspection of the incident device noticed an excessive amount of dried blood and tissue in and around the jaws. However, the jaws were not stuck shut. The handle was latched and unlatched ten times with no problem. The device was activated on simulated tissue with acceptable results. No sticking was observed and the jaws were released from the simulated tissue without difficulty. The IFU for this device states to keep the instrument jaws clean. Build-up of eschar may reduce the seal and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed.

Event description:
The customer reported that the pt's tissue was sticking to the jaws. Graspers were required to remove the jaws from the tissue. This would damage the seal on some occasions requiring the tissue to be resealed. This was occurring on ovarian tissue towards the beginning of the case. Another device was used to complete the case. There was no unanticipated tissue loss, tissue damage or bleeding. It has been reported that the pt recovered.